Manufacturer narrative:
The precise cause for a broken fastpass jaw at the trap door could not be determined. Broken fastpass jaw and mating needle were not returned along with the complaint device. Function test could not be performed due to the related condition. Unrelated condition, laser markings on the handle and the tip became rusted/discolored.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that the tip of the ar-13997sf, scorpion broke off. The caller did not have additional information. Additional information 1/29/2021: it was reported by the sales rep that, the ar-13997sf, scorpion broke during a shoulder case. The surgeon felt it crack and it was removed from the surgery. The tip broke off in one piece and nothing was left in the patient. This did not affect the surgery. Another scorpion was opened and the case was completed.